Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used during a procedure for vaginal vault prolapse repair. During the procedure, after the arms of the uphold were placed using the capio device, a cystoscopy was performed. During the cystoscopy, prior to releasing the arms of the uphold, it was discovered that the physician had perforated that bladder with the capio device and one of the arms of the uphold had gone through the bladder. The physician then removed the uphold device, repaired the bladder, and called in a urologist to pass a stent to ensure ureter function. The physician decided not to use the uphold device and performed a suture repair (number of sutures unknown). The patient's condition at the conclusion of the procedure was reported to be "okay". It is unknown whether there are any further procedures or interventions planned.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.